Manufacturer narrative:
This report is submitted on january 2, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Event description:
The device was explanted due to loss of electrode function. In-situ test results showed open circuit electrodes. Analysis revealed damaged wires at the feedthrough area.

Manufacturer narrative:
This report is filed on february 21, 2020. Corrections as per the following: d1 and d4: the device is a ci422 cochlear implant with slim straight electrode. B4: the date of the initial report should have been 2 jan 2020 b6: the date of the integrity test was 19 nov 2018.